Manufacturer narrative:
Product evaluation found that the lens was returned dry and taped to the carteidge case. Visual inspection found the optic torn, the haptic torn, residue on the lens, lens torn in two pieces, and one of the haptics missing. One similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that when the surgeon attempted to implant a cq2015a, +19.0 diopter, intraocular lens in the patient's right eye (od) on (B)(6) 2017 the haptic of the lens wrapped around the injector. The lens was damaged and a back-up lens was implanted. No other information was provided.

Manufacturer narrative:
Corrected data: the surgeon attempted to implant a cq2015a intraocular lens +19.0 diopter in the patient's right eye (od) on (B)(6) 2018 the haptic of the lens wrapped around the injector. Claim # (B)(4).